Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause was determined to be use error as the home patient stated that he disconnected the supply bag. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, that occurred on the homechoice (hc) during use, during fill. The home patient (hp) said that he got a check lines and bags (clb) alarm and disconnected the supply bag. The baxter technical service representative (tsr) explained and cycled the power to se 2367. Tsr assisted the hp to retrieved the cassette and advised him to let the registered nurse (rn) know about the alarm. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with manual supplies. The sample was not available for evaluation.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.